Event description:
It was reported that the patient started having stimulation in the left ribs and a loss of stimulation in the legs. Lead migration was reported. A new implant was to be scheduled. It was noted that impedance testing, x-rays, and reprogramming was performed. The patient experienced pain and less than 50% therapy relief at the lead location. Follow-up determined that the plan was to replace the system but no date was scheduled yet as of (B)(6) 2015. The patient was noted to be doing well per the last visit. This event will be updated if additional information is received.

Event description:
Additional information received reported that there was a lead revision on (B)(6) 2015. It was also noted that longevity calculations to estimate implantable neurostimulator (ins) battery life were performed. Current longevity based on settings 2.9v, 60hz, 290us, and approximately 17 hours of usage per day = 4.66 years. Based on the calculations, 2.3 years (approximately 50% or more) was left. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 355531, lot# n327577, implanted: (B)(6) 2012, product type: screening device. (B)(4).